Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger, power cap module and system batteries were replaced. The system was tested and found to be working as intended.

Event description:
The customer reported that the system displayed an intermittent charger failed error message at boot up. There is no report of injury or death associated with the event.